Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced high blood glucose that was running from 400 mg/dl to 500 mg/dl. The customer's father stated that the tubing was falling apart when pulling into the site. The customer's father stated that they treated the high blood glucose with manual injection and had to change the infusion set. The customer's father declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.